Event description:
It was reported that the patient had a lead revision. The reason for lead revision was not reported. No patient symptoms or outcome was reported. At that time it was also noted that the wires were loose and there was a short in the cord. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).